Event description:
Patient received infusion of pamidronate for osteoporosis. When infusion completed, the nurse went to remove IV catheter. It was noted that the tip was missing. Patient sent to or for removal of tip from a vein in the left forearm. Although it was difficult to remove this foreign body as it continued to migrate during the process, it was successfully removed.